Manufacturer narrative:
This is one event of two events reported for the same patient involving five products. This report is being submitted as part of a system level review. Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department physician is in the process of reviewing patient medical records and a plant investigation is underway. A supplemental report will be submitted upon completion of the physician's assessment of the reported information and the plant's investigation. Related mdrs: 2937457-2014-01116, 8030665-2014-00494, 1713747-2014-00297, 3005162618-2014-00008 and 1225714-2014-04871.

Manufacturer narrative:
Device review: the user facility did not request a device evaluation. The serial number of the device is unknown, therefore a device history record review cannot be performed. The device is not available for investigation. All device history records are reviewed and released according to DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconfirming. Medical record review: medical records were received and reviewed by post market surveillance clinical staff and physician. The death certificate reported cause of death: immediate cause: pneumonia, diabetic neuropathy of hd, diabetes mellitus, significant conditions contributing to death, atherosclerotic cardiovascular disease. No autopsy report or clinic facility logs or treatment sheets were available for review in the medical record. The system level review of the 2008k device and concomitant products found no indication that the products caused or contributed to the clinical event. The fresenius post market surveillance physician noted it is undetermined if there is a reasonable suspected causal relationship between the product(s) and the event. There is no history of specific malfunction or product being out of specifications.

Manufacturer narrative:
This is one of seven device reports associated with this event. Event 1 mfg no: 1225714-2014-00261, 00262, 2937457-2014-00155. Event 2: mfg no: 2937457-2014-01116, 1225714-2014-04871, 1713747-2014-00297, 8030665-2014-00494. Add'l info has been requested and will be submitted upon receipt accordingly.

Manufacturer narrative:
This is one of seven device reports associated with this event. Event 1 mfg no: 1225714-2014-00261, 00262, 2937457-2014-00155. Event 2: mfg no: 2937457-2014-01116, 1225714-2014-04871, 1713747-2014-00297, 8030665-2014-00494. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
During review of medical records, it was discovered the patient was found unresponsive during treatment. Ems reported patient was in the middle of being dialyzed and was eating at approximately 1300 hours became unresponsive. CPR was initiated at the dialysis center. CPR continued with ems, pulse present, rhythm pulseless electrical activity initially, then bradycardia. The dictating physician noted it is uncertain whether she aspirated and caused the stuff in the lungs or whether she had emesis, and then aspirated that way. It was probably a good 15 minutes before the paramedics arrived. In the meantime, she was hypotensive with a blood pressure of 60 and hypoxemic and acidotic. No clinic logs or treatment sheets were available for review in the medical records.